Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
The user reported that the sternal saw was locking up and not working properly. It is not known at the time of this report if the event occurred during maintenance or during use of the device. There was no reported adverse consequence to a pt as a result of this event.